Manufacturer narrative:
The report of no external power alarms was confirmed via the submitted log files. The system controller event log file contained two no external power alarm associated with a loss of ac power while the controller was connected to a mpu which were recorded on 09/17/2018 and 09/20/2018. Additionally, there was one no external power alarm which occurred when both power cables were simultaneously disconnected during what appeared to be a routine power exchange. The controller's backup battery powered the pump during all of the no external power events. The center reported that the no external power events were due to patient error. The remainder of the file was unremarkable. The pump appeared to function as intended. Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. The mpu was not returned for analysis. Multiple requests for additional information were sent to the customer; however, no additional information was provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was not provided. (Date of implant): date the lvad was implanted. Approximate age of device - 2 months, 20 days (calculated from the date the lvad was implanted). The mobile power unit remains in clinical use and the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Interrogation of the lvad system by the clinicians noted no external power alarms reportedly related to patient error. The system controller log file was downloaded and submitted to the manufacturer for analysis due to the patient reporting "almost blacking out" (could not remember exact date). Review of the submitted system controller log file by the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.